Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that there were lancets missing from his onetouch delica lancet kit. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the issue occurred on (B)(6) 2015. The patient manages his diabetes with fixed insulin doses. The patient claimed that on (B)(6) 2015, after the alleged issue, he developed symptoms of "slight dizziness, strange feeling and felt like he needed to eat or drink" and that he consumed more food or drink "over the last ten days". During troubleshooting the cca noted that when the customer was educated on the correct box contents there were no missing products. Replacement products were sent to the patient. This complaint is being reported because the patient suffered symptoms suggestive of a serious injury after the alleged device issue occurred.